Event description:
(B)(4). I had a miscarriage in 2012 out for fear of going through the emotional loss again I decided to get a tubal ligation. My doctor said that because of my 4 cesarean sections, that a tubal ligation would be high risk for me and offered the essure to reduce risk and that it would be less invasive... Since then I've suffered with depression. I've had so many diagnosis since that now I'm not sure if I am crazy or if the essure is. I have nodules on my thyroid, I have chronic back pain, neck pain, stabbing right abdominal pain, frequent urination, I can't sit for long periods of time, I'm always bloated, my periods are very very heavy, I'm anemic and I have back upper thigh pain, heart palpitations, anxiety, random headaches, I'm on about six different medication including narcotics because of the pain and I just had an ultrasound to be precise within the last 3 weeks I had two, that confirm that there is no coil in the right fallopian tube and in and out of urgent cares and hospitals. There is way more including hair loss that am embarrassed to say.